Event description:
It was reported that the patient experienced low blood glucose after a morning walk, and the patient¿s spouse treated the hypoglycemia with orange juice. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.